Event description:
During surgery a pack of 1/2 taper needles were opened to use in a rotator cuff repair. The eye broke off both of the needles from this package, one was retrieved. The second fell into the fluid/suction bag. Since we were unable to retrieve it, an x-ray was performed per policy. X-ray read as negative. Documented in medical record. Needle, one small piece and package secured.